Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported via social media that thrombosis and tia occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At some timepoint post-procedure, thrombosis and two transient ischemic attacks occurred. A follow-up appointment is expected in a month or two.